Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks on bottom of pump and display screen. Customer does not know how damage occurred. Customer's blood glucose was 160 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.